Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Liquid was observed on the printed circuit board. Additionally, technical error code indicating a communication error has been found in the device logs. Identification of issue has been done by analyzing problem description, service report, photo and device's logs. Based on technician statement, distillated water entered inside the unit and affected printed circuit board. The technician replaced the affected expiratory channel connector board to resolve the problem. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient involvement. Unfortunately, it has remained unknown under which circumstances distillated water entered the unit, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Liquid was observed on the printed circuit (pc) board. There was no patient involvement. Manufacturer's ref. #: (B)(4).